Event description:
It was reported that the leg distractor disengaging from the table attachment and some wear to the screw that locks leg positioner in place. A (0-30) min delay was noted. No patient injury complications to report.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could not confirm the customer complaint for the leg distractor disengaging from the table attachment and some wear to the screw that locks leg positioner in place. One hip distractor & one table attachment were returned for evaluation. The hip distractor was connected the table attachment and did not disengage. The table attachment does show signs of wear. These two devices were shipped to the customer 10/14/2014. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required.